Event description:
It was reported that a patient underwent a revision surgery to remove an implant. No further surgical or patient information was provided.

Manufacturer narrative:
Correction to: a1, b2, b5, b6, b7, d1, d2 (common device name), d4 (UDI number), e1, e2, e3, e4, g3, g5 (PMA/510k), h3, h6 (patient code, device code). Additional information: d10, h6 (results and conclusion codes). The complaint is unrefuted for one (1) of one (1) mobi-c implants (pn unknown) for the reported revision surgery. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The manufacturing records are unable to be reviewed since the lot number was not provided. No further action is recommended.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: device removal. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, device removal. No more information was provided. Additional information was requested. Investigation still in progress.